Manufacturer narrative:
H11 - upon further review, it has been determined that the initial MDR was submitted in error and does not meet the criteria for reportability. Claim# (B)(4).

Manufacturer narrative:
Claim #(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was intraoperatively implanted, removed and replaced with longer lens and problem was resolved. Plan to touch up with lasik. Cause of the event was reported as patient-related factor.